Event description:
It was reported that "dr used a 14mm hand drill from reflex hybrid. He placed the drill through the variable drill guide and drilled his screw holes with the knowledge that the maximum angulation limit is 14 deg (8 deg +- 6 deg at end holes). When inserting screws, he left all screws proud of the ring before confirming with fluoroscopic imaging that he was satisfied w/ his screw placement. He then used the gold shaft final driver to sink all of the screw below the rings. Enclosed are a/p and lateral images of intraoperative, 1 day post-op, 2 month post-op and 5 1/2 month post-op." Further info provided by the sales rep. "The¿

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.